Manufacturer narrative:
The handpiece came in making a grinding noise in the nose bearing assembly and motor. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated and the burs got stuck in the head/chuck during the procedure. There was no patient impact or injury.

Manufacturer narrative:
Analysis was unable to perform a temperature test on the device due to corrosion, therefore overheating could not be confirmed. However, analysis found that the bearing and all the internal parts were corroded. The handpiece was stalling and had a foreign material built up on nose bearing assembly and there was a cleaning wire inside the housing. The foreign material and cleaning wire were removed and the nose bearing assembly was replaced. The device was repaired, cleaned, tested, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.